Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During telemetry monitoring and interrogation of the device, ventricular fibrillation (vf) was observed. Resuscitation was attempted but was unsuccessful and the patient expired. The cause of death was due to vf. The physician suspected ventricular undersensing resulting in misclassification of vf as sinus rhythm and inhibition of defibrillation therapy. Following the patient's death the device was explanted. Analysis of the session records by technical support indicated no abnormal behavior of the device. The capture trend on the right ventricle looked good. The left ventricle had an increasing trend of capture but then decreased, which was most likely due to patient physiology. All other electrical parameters were observed to be good. At the time of the first vf episode an increased heart rate and decreased r-wave amplitude was observed. Following this episode, the rate is borderline for detection at 181 beats per minute (bpm). Further analysis indicated no observation of undersensing and no suspicion of malfunction of the device or the leads. The patient's rhythm presented as an agonal rhythm, which has been observed in dying hearts.

Manufacturer narrative:
The device was returned for analysis after the patient was reported to have expired. Bench testing was performed, which includes impedance, sensing, pacing, and high voltage shock tests. The results revealed the device was normal. The device passed the automated test equipment (ate) testing.